Event description:
It was later reported that the patient's spouse said that the patient appeared to not be connected to batteries when they found them down at home. The alarms were said to have resolved when the patient was reconnected to power. The patient was said to be in palliative care at home and with a possible transition to hospice care secondary to right heart failure. The mpu was also noted to have a v-lock connector on the ac power cord.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was found down at home by their spouse. The patient did not remember what happened, but the spouse said that they were "disconnected". It was suspected that the patient was just disconnected from batteries. Log files were submitted for review. The log file captured low flow flags on (B)(6) 2025 which did not persist long enough to trigger low flow alarms. These occurred at times when the pulsatility index was elevated. Low power events were also seen on 19apr2025 which appeared to be due to normal battery depletion. The remainder of the log file captured odd sequences of power cable disconnects, low power hazard & no external power events. The pump was operating as intended and did not appear to have contributed to the patient down event. It was later reported that the patient proceeded to experience low voltage alarms and a tear on their white power cable. Additional log files were submitted for review. The event log displayed multiple strings of power_cable_disconnect / low_power_hazard alarms while tethered on mobile power unit during the ~4-day length of the log file history. The event log also displayed low_power_advisory(s) on (B)(6) 2025 due to depleted batteries in-use / normal battery depletion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code 1384 - mechanical problem removed. Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The submitted controller event log files collectively contained events from 17apr2025 through 22apr2025 and 27apr2025 through 30apr2025. The file captured numerous double power cable disconnects on (B)(6) 2025 starting at 05:31:45. Each time, the backup battery operated the system until external power was restored. These events will be covered under the controller investigation (see controller investigation). Additionally, strings of power cable disconnect and low power hazard alarms were captured on (B)(6) 2025 while tethered on the mpu (see mobile power unit investigation). No other notable events were captured. The pump appeared to function as intended for the duration of the log file. It was reported that the patient was found down at home by their spouse. The patient did not remember what happened, but the spouse said that they were " disconnected". The spouse stated that the patient appeared to not be connected to batteries when they found them down at home. The alarms were said to have resolved when the patient was reconnected to power. The patient was in palliative care at home and with a possible transition to hospice care secondary to right heart failure. The right heart failure did not exist prior to left ventricular device implantation, yet it is not believed that the device caused or contributed to the right heart failure. The patient experienced symptoms of shortness of breath. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, that may be associated with the use of the hm3 lvas. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received stated that the right heart failure did not exist prior to left ventricular assist device (lvad) implantation, yet they do not believe that the device caused or contributed to the right heart failure. The patient was said to have also experienced symptoms of shortness of breath and education was provided about proper power maintenance.